Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
During demo the manufacturer sales representative reported that the ventilator alarmed and displayed codes that indicated a spi bus failure it was reported that the device was not in use on patient.

Manufacturer narrative:
The fse installed a new cable between the bc and da boards. Full preventive maintenance check was performed successfully. Device is ready for clinical use.